Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported to be due to the patient having a poor environment, but as there was no further information available, the cause is assessed as unknown. Beginning on the day of onset, the patient was treated with ajuzolin intraperitoneally for sixteen days (dosage and frequency not reported) and fortum 1 gram every day intraperitoneally for sixteen days for the peritonitis event. Dianeal therapies were ongoing. After sixteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.